Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels were not given while wearing the pod for an unknown amount of time. The patient reported that they were vomiting. The patient was treated with intravenous, IV(intravenous) insulin drip, and zofran. The patient was still at the ER (emergency room).the patient mentioned that the lost there pdm (personal diabetes manager) a few days ago.